Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side capsular contracture, baker grade iii.

Event description:
Physician reported report a left side concern with textured implant product, capsular contracture baker grade IV and calcification. The device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: crease flat, wear abrasion, black/white particles in the surface of the shell, device appearance (observed 40 mm dark patch edge material inside gel device) and overweight. The weight report is reviewed, where it is shown that all the weighed units comply with the specified weight. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported report a left side concern with textured implant product, capsular contracture baker grade IV and calcification. The device has been explanted.